Event description:
Patients pca machine stated "error" when attempting to discontinue pca therapy. The pump did not display medication delivered or doses and only said 1.2 delivered in channel c. Verified by two other rns at 1052. Patient states when he pressed button it did not beep or flash and the light did not dim. It appears patient did not get many of the doses that he would have been allowed to have.